Event description:
The customer received an initial imx bhcg result of 39576mlu/ml. The next day, the customer repeated the same sample with results of 14460, 9784, 14774 and 11312 mlu/ml. No results were reported out of the laboratory. These results were generated using the imx analyzer's autodilution protocol. All controls were within specification. There was no impact to pt management reported.